Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 16-mar-2026. G.4. PMA / 510(k)#: k991088. Investigation summary: 1 sample and 3 photos were provided for investigation. The device was sealed in its packaging blister showing small black dots. The images show the tyvek with product information including catalog number, batch number, and expiration date. The blister appears sealed, containing an unused btd device. Inside the blister, there appears to be what looks like small black dots. Additionally, forty-eight (48) retain samples were evaluated for foreign matter and zero units were found with the defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: fm-unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during sample collection using bd vacutainer® blood transfer device holder, there was foreign matter inside the individual packaging. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that during sample collection using bd vacutainer® blood transfer device holder, there was foreign matter inside the individual packaging. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.